Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed, but did not result in pacing inhibition. High pacing thresholds were also observed on the lead. At this time, the rv lead has been surgically abandoned. The lead was tested via pacing system analyzer during the revision which confirmed the high pacing thresholds. Isometrics were performed which reproduced the noise. No additional adverse patient effects were reported.